Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leakage was found from the catheter during a pretest.

Manufacturer narrative:
This event was confirmed as manufacturing related due to lumen to lumen damage. This event was confirmed as manufacturing related due to lumen to lumen damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that water leakage was found from the catheter during a pretest.